Event description:
It was reported that the dell x50 handheld device belonging to a company representative was not functioning properly. The handheld screen had a dark line across it causing the screen to be dim and appear as though the screen pixels are not working properly. The representative stated that the handheld device has not been dropped or exposed to moisture. The representative was provided a new handheld device and the dell x50 has been returned to the manufacturer. Device evaluation has not been completed at this time.